Event description:
It was reported that the patient underwent full revision surgery. The patient initially went for generator replacement due to generator nearing end of service. However, during surgery, the surgeon found a lead break near where the lead enters the generator, so the lead was replaced as well. The physician was not aware of the break prior to surgery and no diagnostics were available from just before surgery. Physician did not know of any trauma or manipulation that may have occurred. A chest x-ray was performed prior to surgery and no anomalies were visualized by the physician. X-rays were not sent to manufacturer for review. Attempts for product return have been unsuccessful to date.

Manufacturer narrative:
Device failure suspected, but did not cause or contribute to a death or serious injury.